Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that two unknown bd pen needles experienced an inability to deliver insulin/medication during injection. The following information was provided by the initial reporter: material no.: unknown, batch no.: unknown. It was reported the needle was blocked. Verbatim: needle blocked date sanofi received complaint: 18.02.2019. Date sanofi received the sample: 06.03.2019. Pir: (B)(4).

Manufacturer narrative:
H.6. Investigation summary: customer returned (2) bd pen needles without tear drop labels attached (used). Consumer reported needle blocked. Both returned samples were examined: one pen needle exhibited a broken non-patient end cannula, and the other pen needle exhibited a bent non-patient end cannula. No manufacturing defects were observed on either returned sample. Cannot perform a DHR review due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure - the bent or broken needles on the non-patient end of the cannula would be the cause for no insulin flowing through, hence the customer would think the needle was clogged (as reported). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that two unknown bd pen needles experienced an inability to deliver insulin/medication during injection. The following information was provided by the initial reporter: material no.: unknown. Batch no.: unknown. It was reported the needle was blocked. Verbatim: needle blocked. Date sanofi received complaint: 18.02.2019. Date sanofi received the sample: 06.03.2019. Pir: (B)(4).